Event description:
Patient was started on daratumumab chemo infusion at 1355, bag was connected at 1355, after few minutes they noted that the chemo secondary tube was leaking. Infusion stopped, chemo spill was contained, called for help and followed the chemo spill policy. Pharmacy was informed, came up and looked into the bag, said will send a new bag.